Event description:
The customer contacted baxter's service center regarding a system error 2367 which occurred on the home choice (hc) during use during dwell 3 of 5. The home patient (hp) stated she had cycled the power before from another alarm. The technical service representative (tsr) had the hp cycle the power again to get to ''press go to start'' and had the hp disconnect and remove the cassette. The tsr explained the alarm and assisted the hp to clear it. The tsr advised the hp to contact her nurse. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. Baxter product surveillance contacted the home patient on (B)(6) 2012. She stated that the alarm prior to the system error 2367 was a system error 2240 alarm. The patient was connected at the time of the alarm. The patient line had been properly primed prior to connecting and there were no extension lines being used. The patient line did not separate from the transfer set. The patient had not pressed go prior to connecting. A dummy tummy was not in use. The patient had not disconnected prior. All of the bags were properly connected and there were no open clamps on unused lines. There was nothing unusual noted about the supplies and they had not been damaged by an outlet port clamp or assist device. There were no samples available. The patient had not told her nurse about this incident. There were no adverse effects reported in relation to this event.

Manufacturer narrative:
(B)(4). This complaint for a report of a system error 2240 could not be confirmed. The root cause was undetermined. Per the customer the sample was discarded and the lot number was unknown, therefore no evaluation or batch review could be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA.